Event description:
A facility reported that there was broken glass or mirror at the lamp of the ultralite pro headlight w/premium cable (ax2100bif) and the unit emits multiple light focus areas. This was discovered by the facility¿s biomed following report of overheating. The biomed reportedly found no issue with the unit but during testing, the damage to the headlamp was discovered. It is unknown if there was patient involvement; however, no injury, death or surgical delay was reported.

Manufacturer narrative:
The ultralite pro headlight w/premium cable (ax2100bif) was returned for evaluation. Device history record (DHR): DHR shows no abnormalities related to the reported issue. Failure analysis: the depot technician assessment of the ultralite pro headlight found that the lens inside the module was cracked. The module has been replaced to correct this issue. Root cause: evaluation of the ultralite pro headlight identified that the unit was in used condition with damage to the lens due to rough handling/environmental damage. The reported complaint was confirmed. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.